Manufacturer narrative:
Device evaluation summary: since no lot number was provided, no manufacturing record evaluation could be performed. During a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: not provided. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020 two unknown mentor textured saline prostheses were received by the mentor product analysis lab with no accompanying information. On (B)(6) 2020, after multiple attempts to gain clarification, the devices were determined to not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of two saline breast prostheses is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. See 1645337-2020-10253 for contralateral prosthesis report.